Manufacturer narrative:
H6 - codes 4440 and 4613 were removed, codes 2199 and 4582 were added. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the complaint handling database was not performed because the failure mode was not specified. Based on the additional information received from the site stating the device did not fail to seal the perforation and there were no adverse patient effects due to this device, this would not be a reportable complaint. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The grafmtaster stent was implanted and sealed the perforation. There was no issue with the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a perforation. The 2.80x16mm graftmaster stent was implanted and sealed the perforation however there was a concern for stent thrombosis. No additional information was provided.